Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: during investigation, there was unexplained pump reboots observed in the battery compartment. The pump was returned with moisture behind the display lens. The battery cap was not returned. The battery compartment was found to be cracked. There was no corrosion in the battery compartment. A test cap was attached to the pump and powered on. The keypad was unresponsive and the verification was the only screen able to be viewed. A leak test failed due to a battery compartment leak. The keypad cover was removed and there was no contamination found. The pump cover was removed and there was moisture ingress found on the printed circuit board and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.